Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that the patient was no longer getting right side coverage. The rep reported that the patient fell on the ice one month ago and that was when it changed. The rep was to meet with the patient on (B)(6) 2019 to try and reprogram the device. Additional information was received from the rep on (B)(6) 2019. The rep reported that they were able to reprogram the patient and get optimal back coverage and on his right side. The rep didn¿t think the leads moved from the fall. The rep reported that the patient stated it felt better after the appointment. No further complications were reported.